Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure, the quick coupling device pins were slipping in the attachment and the device was making a grinding noise. During service and evaluation, it was determined that the device would not hold the k-wire, had corrosion/rusting/pitting, vibration, worn and corroded clamps, corroded slide sleeve, guide sleeve, gears, and bearings, and the cone sleeve out of place. It was further determined that the device failed pre-test for clamping range assessment, untrue running and check gripping power and function assessment. It was reported that the device was used in surgery. There was no human patient involvement as this was a veterinary procedure. It was reported that there was an estimated thirty minute delay to the surgical procedure in order to troubleshooting and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.